Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that during the implant of this cardiac resynchronization therapy defibrillator (crt-d), right ventricular (rv) noise, oversensing and increased impedance measurements were noted toward the end of the procedure. The pocket was reopened and the lead connections were checked and the leads were tested on the pacing system analyzer (psa). The procedure was completed with no additional noise observed. It was noted that the rv noise was suspected to have been caused by air in the device header. This was resolved. No additional adverse patient effects were reported. The device remains in service.